Event description:
A nurse (rn) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 5 of 6. The rn stated the supply bag fell and disconnected. The technical service representative (tsr) assisted the rn to clear the error and advised that se 2240 indicates a large amount of air has entered setup. The rn confirmed to complete patient therapy with a manual bag. The tsr reviewed proper procedures per the user manual with the rn. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
Four fr single lumen groshong was inserted and when the PICC was flushed with the saline from the kit the pt experienced shortness of breath, chest pain and panic. When saline was being flushed, pt experienced shortness of breath, anxiety, and "eyes rolled back." Reaction was transient, so there was no need to call a rapid response. No vital signs were taken. Reaction began when PICC was being flushed, prior to dressing, prior to cleaning the site, and after stylet was removed. When placement was checked, the tip of the catheter was "2 cm too far," at the entrance to the right atrium. Catheter was pulled back 2 cm, and PICC remains in the pt. Rn flushes with "rapid" saline flush to clear the line of blood after checking aspiration.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the supply bag fell and disconnected. The rn stated the supply bag fell and disconnected. A batch review was not performed because the lot information was not known. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).